Event description:
It was reported that there were issues with pacing through their siemens recording system. Per (B)(4); attended site to investigate reports that high impedance is happening while pacing through the siemens recording system. Tested micropace was pacing ok using leds. No issues seen with micropace system. Investigated set up of recording system and found some set ups for pacing did not have bipolar channels selected. Selected bipolar channels. Pacing was tested through siemens recording system with no issues seen. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).